Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has not been returned by the customer for evaluation. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Ref medwatch (B)(6). "Physician attempted to use mityvac x 2(different devices used for each attempt) and neither product would pump up or obtain suction. Patient subsequently delivered without use of mityvac. " (B)(4).

Manufacturer narrative:
(B)(4). Investigation: initiated manufacturer's investigation, no sample returned, review DHR, nspect returned samples, nspect stock product. *analysis and findings the reported event cannot be evaluated or confirmed as the complaint account has indicated that the affected device was discarded. However, if in the future the device is returned and made available the complaint may be reopened and addressed as needed. A review of the manufacturing process revealed that all equipment was in acceptable operating status and there had been no alterations. A review of the lot DHR did not reveal any abnormalities. Corrective actions *correction and/or corrective action corrective action is not warranted at this time due to the absence of the affected device for investigative evaluation. *corrective action level 3: train personnel, none, reason: per bsr-qar-026, this complaint will be monitored for trending in that no injury was reported to end user or patient. *was the complaint confirmed? No. Review and closure: CAPA required? Recommended continuous improvement program (cip), complaint closure letter required? Ncmr issued? Other regulatory action needed: *preventative action activity reviewed. Trend and monitor to cip.

Event description:
Ref medwatch 3700910000-2016-8015. "Physician attempted to use mityvac x 2(different devices used for each attempt) and neither product would pump up or obtain suction. Patient subsequently delivered without use of mityvac. " (B)(4).